Event description:
It was reported the patient had a loss of therapeutic effect and they had not been feeling well. The issue began in the last few days. The patient¿s left implantable neurostimulator (ins) was for the right side of their body. The patient¿s right side had been feeling worse than the left side. The patient was not able to connect the patient programmer to the left ins or adjust stimulation. The issue began the day of this report. When the patient checked the ins on the right side, the programmer showed on and okay. When the left ins was checked, the patient saw a poor communication screen. The patient had not seen any error messages recently when checking the left ins. The patient¿s healthcare professional (hcp) later reported the cause of the event was not determined, but it was related to deep brain stimulation (dbs) and reprogramming was needed. The patient had been admitted to the hospital to better regulate their dbs system and to resume their medications. Two weeks prior to this report, the patient had quit all medications. Rate was decreased for dyskinesias and voltage was decreased to see if that benefited the reports of muscle spasms. CT scans showed the leads were fine and a suboptimal MRI study showed no acute abnormality. The patient did not experience a loss of stimulation or therapeutic effect they had stopped sinemet and two other medications. The patient had not been using the patient programmer correctly. The hcp planned for the patient to do rehabilitation and continue medication and therapy adjustments.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3389s-40, lot# v398923, implanted: (B)(6) 2010, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3389s-40, lot# v398923, implanted: (B)(6) 2010, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3389 s-40, lot# v320477, implanted: (B)(6) 2010, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# v320477, implanted: (B)(6) 2010, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).